Manufacturer narrative:
H3 : analysis of the device ( product ID: nim4cpb1, serial/lot #: (B)(6) ) was completed and no fault was found with the device; could not verify customer complaint. H3 : analysis of the device ( product ID: nim4cpb1, serial/lot #: (B)(6) ) was completed and no fault was found with the device; could not verify customer complaint. H3 : analysis of the device ( product ID : nim4cm01 , serial/lot #: (B)(6) ) was completed and no fault was found with the device; could not confirm customer complaint. H6: codes updated. Previously applied codes fdm b21, fdr c21 , fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, the system was working as intended an hour into surgery. Then suddenly, the nim would pick up positive stim result regardless of which anatomy the surgeon touched, including the shoulder. The site tried restarting the console and swapping out to a different pi box (wired connection) and the issue was not resolved. The site eventually swapped to a different nim vital console and the issue was resolved.there was a procedure delay of less than one hour. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) ubd: , UDI#:(B)(4). Product ID: nim4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). H3 : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no error codes on the defective machine and the site used the patient interface boxes that was already with the nim vital console which was swapped to.